Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that an image was not displayed due to faulty charge-coupled device (ccd). As to the cause of the faulty ccd, it was determined that it was broken because the remote switch rubber 2 of the camera head was torn and water entered from that part. Additionally, it was determined that a pink and cloudy image was displayed because the remote switch rubber 2 of the camera head was torn and water entered from that part. The device can be repaired by exchange of the head unit 3cmos ch-s200-xz-eb, the cover unit 3cmos chs200-xz-eb, and the replacement of the serial plate number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not strike the camera head. The camera head may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported the hd 3cmos camera head was defective and no image was displayed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the device, a cloudy, pink colored image was displayed, caused by moisture ingress. In addition, the remote switch 2 rubber was torn, which caused moisture to enter the device. In addition, the cable sheath was stretched, and the device serial number was illegible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.